Event description:
The customer reported that the c rotation brake is sticking. No pts were injured and no cases were delayed.

Manufacturer narrative:
The ge service rep restrapped the isolation transformer for 109vac and an output of 121.8. He also torqued all the lugs to 60ftlbs. The system is functioning as intended.